Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds on follow up in clinic. As the patient was pacemaker dependent the rv lead was explanted and replaced. After disconnecting the rv lead to be extracted, the physician felt the setscrew would not secure the new lead and decided to explant the implantable pulse generator (ipg) and replaced the ipg. No patient com plications have been reported as a result of this event.